Manufacturer narrative:
The device was returned to olympus for evaluation, however the evaluation has not yet begun. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the autoclavable camera head had an image problem. It was unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the field: h3, h6. Correction in the field: b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The customer's malfunction was not confirmed. Additionally, some non-reportable events are found: hole on the connector, failed leak test. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that an image problem occurred temporarily due to temporary water immersion from a hole on the connector. After reviewing the instruction manual at the time of the product shipment as to damage to the connector, the following description is found. It is determined that the phenomenon indicated can be prevented by this. Do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result. Olympus will continue to monitor field performance for this device.

Event description:
Event occurred during preparation of use for a diagnostic procedure.